Event description:
It was reported that the patient was implanted with a new lead on (B)(6) 2011. The reason for the lead replacement was not reported. The patient had a follow-up appointment on (B)(6) 2011 and her chart indicated that therapy was working well. Two days later, the patient fell. A couple hours after the fall, the patient went to the bathroom and noticed she was no longer feeling stimulation. The patient's normal setting was 4.2volts, and she did not feel stimulation even at 6.0volts. When the hcp tried to interrogate the implantable neurostimulator the 8840 programmer prompted them to enter in the serial number. There was no indication that a power-on-reset had occurred. The serial number was entered and it was found that all programming had been erased. The hcp was then able to measure impedances, and found that all measurements were normal. The hcp proceeded to programming, and entered in program 1 at 6.1volts, and the patient felt stimulation. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3889-28 lot# j0555237v implanted: (B)(6) 2005 explanted: unknown lead; model unknown lot# unknown implanted: (B)(6) 2011 explanted: unknown; extension model 3095-10 serial# (B)(4) implanted: (B)(6) 2011 explanted: unknown; programmer model 3037 serial# (B)(4).